Event description:
It was reported that an intera 3000 pump was flowing more slowly than expected. Implant date was (B)(6) 2023, and the intraarterial flow rate is 1.3ml/day. It was reported that 13 days post implant, the pump was flowing at 0.67ml/day. The physician stated during the haps scan, it was difficult to flush but he was able to do the study and the catheter was flowing correctly. He planned to perform a CT angiogram and refill the pump in a week to check the flow rate again. It was later reported on (B)(6) 2023 that the CT angiogram was normal, but the pump was still flowing more slowly than expected.

Manufacturer narrative:
The device history record was reviewed. There were no nonconformances associated with this serial number; the device met all functional and performance specifications prior to release to distribution. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Manufacturer narrative:
The device history record was reviewed. There were no nonconformances associated with this serial number; the device met all functional and performance specifications prior to release to distribution. After the hcp was connected with a peer institution on a fibrinolytic protocol, follow up with the complainant was conducted in september 2023 and it was stated by the hcp staff that the pump flow rate was at or near normal ("1.32-1.39 ml"). Specifically, the flow rate was reported to be 1.4 ml/day on 11 september 2023. The device cannot be further evaluated as it is implanted, but it is reported to be functioning per specification at the conclusion of this report. Therefore, the totality of the evidence suggests that the catheter may have been clotting leading to slow flow, in which the fibrinolytic protocol may have cleared the possible clot.

Event description:
It was reported that an intera 3000 pump was flowing more slowly than expected. Implant date was (B)(6) 2023, and the intraarterial flow rate is 1.3ml/day. It was reported that 13 days post implant, the pump was flowing at 0.67ml/day. The physician stated during the haps scan, it was difficult to flush but he was able to do the study and the catheter was flowing correctly. He planned to perform a CT angiogram and refill the pump in a week to check the flow rate again. It was later reported on (B)(6) 2023 that the CT angiogram was normal, but the pump was still flowing more slowly than expected.